Event description:
It was reported that the patient with lumbar canal stenosis underwent a procedure at l5-s1 vial plif using peek interbody device and posterior hardware. Post-op, the interbody device migrated. The patient complaints of neurologic manifestation caused by nerve root compression. A revision surgery was done to remove the device and replace with two peek devices.

Manufacturer narrative:
(B)(4). The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.